Manufacturer narrative:
The following fields were updated due to additional information: h.10. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9206753. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
It was reported that 4 syringe 20ml ll bns had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the syringes are sticky and hard to glide when pulling out the old drug and measuring output. Per attached email: our customer reported the 4th complaint from a different hospital. We do need this report asap; please expedite this."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringe 20ml ll bns had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the syringes are sticky and hard to glide when pulling out the old drug and measuring output. . Per attached email: our customer reported the 4th complaint from a different hospital. We do need this report asap; please expedite this."